Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Device code (B)(4) applies to lead (lot# unknown) only. Eval code-conclusion applies to lead (lot# unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient had their evaluation put in a couple hours ago and they are having a lot of pain in their lower back. They had the device placed on the left side because they didn't get good placement on the right. Their hip and lower back area are killing them and their spouse has to help them stand up. When they take a step, they get a nerve pain sensation in their right foot. They also said their left foot is "pulsating" and feels like a "spasm;" decreasing stimulation didn't help. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss the pain. No further patient complications have been reported as a result of this event.